Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) university. E1 - initial reporter phone: good faith effort attempts were made to try and retrieve the product return status, but further information was unable to be obtained.

Event description:
It was reported that the coil became stuck with the catheter tip. The patient presented with a splenic aneurysm and underwent embolization with a 10 mm x 40 cm interlock .035 coil. The coil delivery was performed using a non-boston scientific contrast catheter. However, during deployment, the coil could not be fully advanced in the non-boston scientific contrast catheter. Both the coil and catheter were withdrawn out of the body. Upon inspection, it was noted that the tail end of the coil was stretched and protruding from the catheter's tip. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure.